Event description:
It was reported by the (B)(6) study team that the device had migrated. It was noted that the patient has a small frame and the device was likely a source of discomfort. It was also noted that the pocket was intact but there was atrophy of the left pectoral. Follow-up revealed that the device was removed and replaced due to the migration only. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.